Event description:
It was reported by service report that both head end side rails and foot board were broken. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: foot board.